Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contacts are out of specification. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the battery cap contacts are out of specification. Visual inspection revealed that the battery cap threads are stripped and the coin slot on the battery cap appeared to be "chewed up." (B)(6).